Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement is likely to cause or contribute to patient injury. Device issue: stent dislodgement. This event is being filed based on the analysis of the returned product which revealed the stent was dislodged. Although, this was initially a failure to cross, the device was returned without the stent implant. An attempt to get additional details from the hospital regarding this case could not confirm if this occurred before or after the procedure. However, information was provided that another bare metal stent was deployed in the patient's coronary and there was not a vision stent seen in the patient's anatomy. Therefore, the stent did not dislodge inside the patient. This is being conservatively filed because the stent may have dislodged before use. No additional event or patient information is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the rx vision stent delivery system (sds) was returned with blood on the balloon. There was crystallized contrast in the inflation lumen. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were multiple bends and kinks throughout the entire length of the hypotube. There was a kink in the shaft 2 mm proximal to the balloon proximal seal. There was no other damage noted to the sds. There were no kinks noted to the tip. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned sds. It was initially reported that the sds would not cross, however, the device was returned without the stent implant. Reportedly, another bare metal stent was deployed in the patient's coronary and there was no vision stent seen in the patient's anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The mildly tortuous anatomy and mildly calcified lesion described in the case details likely contributed to the difficulties. Analysis of the sds noted crystallized contrast in the inflation lumen, which is consistent with the preparation of the device. The tip seal length met manufacturing criteria. The stent was not on the balloon when received and was not returned for evaluation. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes of stent dislodgement may be, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/ or anatomy, and lesion morphology. Unfortunately, a conclusive root cause cannot be determined for the stent dislodgement. However, there is no indication of a manufacturing quality issue. In addition, a kink in the distal shaft and multiple kinks and bends in the hypotube were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulties. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. This MDR is considered closed by the product performance group.